Event description:
Masimo in bed space y not communicating with the spacelab, thus not communicating with central monitoring system. We checked all plug connections and even tried replacing them. Removed equipment from service and replaced with masimo from bed space a. Equipment was recognized and removed before an adverse event could occur. No patient harm. Per biomed tech: after troubleshooting with tech support, we¿ve determined the masimo docking station and spacelabs monitor are operating correctly, but the masimo module that the spo2 comes from has a software issue that must be reprogrammed by masimo. It is covered under an extended warranty. I will be sending the unit off for reprogramming today.